Event description:
Device was used during a lap gastric bypass. Reportedly a component disengaged from the instrument into the pt's cavity as it came in contact with the anvil of another instrument. The component was retrieved from the pt without injury.